Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during an unknown procedure. According to the complainant, " they were unable to deploy the clip." The procedure was completed with another resolution clip. There were no patient complications reported.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was located approximately 1.5 inches inside the oversheath. The oversheath was creased at the point where the capsule and bushing met. The clip assembly was detached from the bushing with the yoke still attached to the control wire, which was bent near the handle. The clip was able to be deployed easily. The root cause of the event is unknown.